Event description:
As reported on (B)(6) 2015, a patient of unknown age and gender presented for an evlt procedure. The procedure was successfully completed with no reports of complications or device malfunctions. During post procedure, it was reported that the patient presented with severe ulcers and blisters. As a precaution, the customer has requested the facility's laser be evaluated by the manufacturer. Angiodynamics is attempting to obtain further details regarding the events including the sequence of the events from the procedure time to the onset of adverse event, and any further medical intervention taken by the treating physician to resolve the event.

Manufacturer narrative:
It was reported that the venacure1470 laser unit involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the unit. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. A review of the device history records was performed for serial number (B)(4) . The review confirms that the unit met all material, assembly, and performance specifications. A review of the service order database for the reported serial number noted that no repairs, servicing and/or upgrades have been made since the unit was manufactured.